Event description:
On (B)(6) 2021 a patient underwent a spinal procedure at l2/4. On an unknown date it was discovered that the interbody was displaced laterally due to the loosening of a spinal screw at l2 or l4 (B)(6). On (B)(6) 2022 a revision surgery was conducted where the l2 and l4 screws were replaced and competitor's interbodies was inserted at l4/5/s. No patient injury reported.

Manufacturer narrative:
No product was returned for evaluation and no radiographs were provided to confirm the complaint. Patient's post-operative physical activity and bone quality are unknown. No root cause could be determined as review of the information provided identified the implant migrated approximately 3 weeks post-operatively indicating malplacement, implant selection as possible contributor though the noted parkinson's disease and the patient's unknown post-operative physical activity may be an additional cause or contributors. No additional investigation can be completed. Labeling review: "contraindications: contraindications include, but are not limited to: patients who are unwilling to restrict activities or follow medical advice. Patients with inadequate bone stock or quality. Patients with physical or medical conditions that would prohibit beneficial surgical outcome." "Potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components, loss of fixation." "Warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Care should be taken to insure that all components are ideally fixated prior to closure." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient."